Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer was unable to press button. Customer reported that they did not received a stuck button alarm. Customer also reported that there is no response from any button. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.